Event description:
It was reported that a left tibial component and articular surface were implanted into a right knee with a right femoral component.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.